Event description:
It was reported that the user experienced hyperglycemia up to 312 mg/dl after running out of insulin and continuing to use an existing 23 in, 6 mm contact detach infusion site, followed by hypoglycemia to 43 mg/dl on another day; the ilet alerted for high and low glucose, the user disconnected and used subcutaneous insulin backup for the high, consumed juice for the low, and an agent assisted with a factory reset and full supply replacement with education to space and keep meals consistent after reset. Symptoms included none reported. Outcomes included no outside assistance due to incapacitation and no medical intervention or hospitalization. Investigation included review of the event details and user-reported data, agent-facilitated device reset, and troubleshooting and education. Investigation of this case revealed that a depleted insulin supply with continued use of the prior infusion site plausibly contributed to hyperglycemia, and that hypoglycemia resolved with oral carbohydrate; device function was not shown to be defective. It was concluded, based on previously established findings for similar reports, that the cause was unclear for both the hyperglycemia and hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.